Event description:
The device has been explanted. Treatment: device explant and aspiration of fluid. Histopathology reports stated ¿multinucleate giant cells¿ and ¿patchy chronic inflammation¿.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, g2, h6.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ seroma-late: unable to observe since it is not related to the device. ¿ granuloma: unable to observe since it is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported a left side rupture confirmed via ultrasound and biopsy. Healthcare professional later reported seroma confirmed via cytology. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, rupture.

Event description:
Healthcare professional reported, a left side rupture. Confirmed, via ultrasound and biopsy. Healthcare professional, later reported, seroma. Confirmed, via cytology. Device remains implanted.